Event description:
Mitral valve implanted and required to be explanted due to defect. Second valve opened at the field also defective. Third valve opened was fine and implanted. FDA safety report ID# (B)(4).